Event description:
A (B)(6) male underwent evar on (B)(6) 2012. The physician placed one flex main body and two spiral-z limbs. The right limb of the device occluded. The patient received tpa for thrombolysis for 24 hours. The clot resolved and another manufacturer's 10x37 balloon expandable stent of another manufacturer's was placed at the junction of the main body and the limb. This was dilated up to 12mm with a 12x4 balloon. It is now open with flow thru the limb.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.